Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h4, h6, and h11 were updated. Based on the results of the investigation, the definitive root cause of the monitor issue was a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the lcd monitor does not turn on. It was not reported during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.